Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 (air in set) during dwell 4 of 5 on the homechoice (hc). The home patient (hp) was connected at the time of the alarm and had not disconnected prior to the alarm. The technical service representative (tsr) explained alarm and had hp cycle power 2 times to clear. (B)(4) explained hp would need to start over with new supplies or finish using manual supplies. Hp will end therapy for the night. The cause of the alarm was undetermined. Proper procedures per the user manual reviewed with the hp. Tsr advised hp to call nurse in the next 24 hours and let her know what happened and to inform her of any missed therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 5 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device was discarded. A 510(k) number will not be provided in the MDR as the product code is unknown; should the product code be identified at a later date or if additional information becomes available, this information will be provided in a follow-up MDR.